Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that during multiple procedures using these devices with a setting using 3 degreea of external rotation, the joint has been tight in flexion only in the posterior medial resulting in gradual releases of pcl fibers until balanced with posterior lateral flexion. As a result, the surgeon has had to convert to an ultra congruent knee system.